Event description:
Ge nuclear medicine imaging camera - millennium v g. During a pt scan low energy collimator came detached. Locking mechanism had not engaged, but display indicated it was engaged. Pt was not hurt, but this could have been serious. We have been told that ge did not perform a required pin replacement on the locking mechanism even though it was signed off in their repair log.